Event description:
I used the coaguchek xs pt test 6 strips lot# 35350321 last night because I have a mechanical heart valve. Last night at 9 pm my inr was 4.1. My range should be 2.5-3.5, but am trying to check it daily so I can get below 2.5 for a procedure I am having on (B)(6) 2018. I called my doctor today and was told of recall and told to come there to check with different machine. Twelve hours later without any intervention to change inr it was tested and came out as 2.7 so from 4.1 to 2.7 in 12 hours is a stretch to believe that they are not caused by faulty coaguchek test strips.